Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec), observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported via regulatory agency right side capsular contracture baker grade I. Healthcare professional later reported rupture. The device has been explanted with a complete capsulectomy and replaced.